Event description:
The patient was admitted with unstable angina pectoris in 2007. The patient had type b1, de novo, smooth and concentric lesions in the mid right coronary artery and in the mid to distal left anterior descending branch. The mid right coronary artery had 99% stenosis and was 10mm in length. The vessel diameter was 3mm. A 3.0 x 13mm cypher select stent was implanted electively. Then a 3.0 x 13mm cypher select plus stent and 3.0 x 18mm cypher select stent were implanted to treat a type a dissection. All of the stents were implanted at 12atm and overlapping. The mid to distal left anterior descending branch was bifurcated with 80% stenosis and the lesion was 30mm in length. The vessel diameter was 2.75mm. The lesion was pre-dilated after an attempt for direct stenting failed. A 2.75 x 33mm cypher select plus stent was implanted electively. Then a 2.75 x 13mm cypher select stent was implanted to treat a dissection . Both stents were implanted at 12atm and overlapping. The patient's medications include the following: clopidogrel (pre, intra and post procedure), beta-blockers (pre procedure), aspirin (intra and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-02217 and 9616099-20007-02218. Additional information will be submitted upon 30 days of receipt.